Event description:
Reporter stated that, while troubleshooting recurrent cartridge/adapter alerts, pt dicovered moisture in the device's insulin cartridge chamber. When the pt removed the insulin cartridge, from the device the pt discovered that insulin had leaked inside of the device's cartridge chamber. Pt stated that there was no apparent damage to the insulin cartridge. Reporter indicated that, as a result of the insulin leakage, pt's blood glucose was elevated (350 mg/dl). The pt self-treated by bolusing.